Manufacturer narrative:
Device 1 of 1 initial reporter name and address complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the (B)(6) pharmaceutical industry that a nurse reported a "large lack of lubrication, the probe sticks, so the patients complain of real pain during insertion and removal". It is unknown how many patients have experienced this issue, it is reported "it is about a lot of female patients, not a specific one". "Multiple patients complained about the device not being sufficiently lubricated". No photographs depicting the reported complaint issue have been received. The complainant wishes to remain anonymous and no additional information can be received.